Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a serious injury or death.

Event description:
It was initially reported by the surgeon that the pt was taken into the operating room for a regular end of life battery replacement surgery. Surgeon stated that when he connected the new generator to the existing lead, he got high lead impedance warning. A lead break could not be visualized. The surgeon tried re-seating the pin into the generator, but got same results. Follow up with the treating physician revealed that the diagnostics prior to the surgery were within normal limits. The surgeon decided to have a full revision surgery. Explanted lead was returned to manufacturer for analysis. Analysis was completed on the lead and the reported event confirmed. A lead break was identified at the negative electrode quadfilar coil. Excessive pitting was found at the break location. No other obvious anomalies were noted. (B)(4) attempts to obtain additional info has been unsuccessful to date.